Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer report reference number: 1627487-2021-01084. It was reported that the patient experienced lead migration. The patient reported an increase in pain. X-rays were taken and it showed the leads had migrated. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Updated the physicians and facility information.